Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation (mv) oversensing on the right ventricular (rv) electrogram (egm) channel. The oversensing did not result in pauses of greater than two seconds. The rate response trend feature was programmed off to resolve the issue. This product remains in service. No adverse patient effects were reported.